Manufacturer narrative:
This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. An investigation was performed based on the gathered complaint information. Arjohuntleigh has become aware of the customer complaint where it was indicated that during the lifting procedure of a patient using the sara 3000 active lift, an uncommanded "up" motion occurred. According to the information that has been presented by the customer, the device lifting arm up movement had been activated via [?]up' button on the device handcontrol. As the [?]up' movement could not be stopped, the operator of the device (patient's wife) engaged the emergency stop feature. Following the information stated, during this incident, the resident was reported to have passed out. Subsequently, the operator of the device cut the strap of the sling and put the resident back into a chair manually. As a consequence of this incident, the resident sustained a bruises on the upper arm and knees. No medical intervention was needed. After the event, the sara 3000 device was put through a visual and function test and no deviation with the device nor handset was observed - the device was in full working order. When reviewing the reportable events for sara 3000 and similar active lifts, we have found any complaint where the same or similar circumstances and sequence of the events took place. From that perspective this particular complaint appears to be an isolated occurrence. As per instruction outlined in sara 3000 device instruction for use (kkx81010m) in emergency situation, where the control handset or dual control features fails to operate, the patient should be lowered by the lower override system (situated on the actuator). This shall be activated by pulling the slide control upward until the resident's own weight enables the mast to slowly lower. The sara 3000 has been ergonomically designed with both the caregiver's and resident's/patient's needs in mind. The device is equipped with a safety features (such as emergency stop and emergency lowering system) to provide safe and comfortable activities, even the device not operate as per intended. In this particular, the operator of the device cut the strap of the sling and lowered the resident back into a chair by hands, instead of activating the emergency lowering function as per IFU warnings. This posed a patient and caregiver at risk. Even though it was indicated that the handcontrol failure contributed to the patient's outcome, the conclusion of this investigation is that this particular event is not related to a technical malfunction of the device, but rather due to multiple use errors: using the sara 3000 patient lift not in accordance to the instruction for use. The gathered information brings us to the conclude that the event was caused by the user not following our recommendations included in the device instruction for use. To sum up, despite the malfunction reported could not be duplicated upon the course of the device inspection, the device was reported to failed its specification while being used for a patient treatment. The device therefore played a role in the reported incident, although our investigation shows that any risk was present due to the malfunction but due to the customer / user not following the instructions for use as supplied with the sara 3000 device. Post incident re-training has been already provided to the involved family members.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh received a complaint where it was indicated that during the lifting procedure of a patient with active standing aid: sara 3000, an uncommanded "up" motion occurred. According to the information that has been presented by the customer, the lifting arm went upward by itself and no other function could be activated. The patient's wife was reported to cut the strap of the supporting sling accessory and removed her husband from the lift manually, instead of activating the safety emergency features as per sara 3000 instruction for use. As the consequence of this event, the resident was reported to lose the consciousness. It remains unknown exactly for how long. The resident was also reported to receive a upper arms and knees bruises. There was no actual fall stated. No hospitalization or medical treatment was needed. It should be emphasized that after the event, the device emergency features were found to be working in accordance to the manufacturer specification. This means that the emergency system might have been activated, as per device instruction for use recommendation.